Manufacturer narrative:
The baxter technician found the foot casters needed to be replaced. Per the baxter service manual, the totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jul 02,2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot casters to resolve the reported event. Based on this information, no further action is required.

Event description:
On (B)(6) 2025, an other health care professional contacted technical service to report that tc bariatric plus w/ air (product code p1840re200, serial number (B)(6), brake engages, doesn't stop the bed from rolling. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.